Manufacturer narrative:
One device was received for evaluation. Visual inspection found third party tamper seals applied. Review of the event history log revealed a system failure: firmware mismatch. Functional testing was able to duplicate the firmware mismatch. It was determined that the main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's main board is broken. There was unknown patient involvement.